Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts to power it on and charge it. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try various button-press techniques and to plug pump into known working charger, but pump still did not turn on, so pump was determined to require replacement under warranty. Customer planned to obtain insulin injections from pharmacy as backup therapy, was informed they would receive replacement pump with updated software, and was instructed to allow battery to fully deplete, then return malfunctioning pump to tandem within 10 days using provided shipping materials and to program pump settings and reconnect continuous glucose monitor once replacement pump was received.